Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a device interrogation, the patient's right ventricular lead exhibited low, out of range pacing impedance and intermittent sensing; noise reversion episodes due to noise were also noted. The patient was asymptomatic. No intervention was reported.